Manufacturer narrative:
Of the 1 allegations of a malfunction, 1 pumps were returned to animas and investigated. No malfunction was duplicated or confirmed with investigation.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the one touch ping model pump experienced an alleged inaccurate delivery issue. These reports were received from various sources. The patient associated with this allegation was male, (B)(6), and had an unknown weight.